Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air was found to be leaking from air cuff near murphy eye end, marked with black. Portex 7.5 et tube found to have ongoing air cuff leak and required to be exchanged. No patient injury was reported.

Manufacturer narrative:
H3: the device was received for evaluation. A lot history review could not be conducted because no lot number(s) was/were identified. Visual and functional tests were performed. The customer's stated problem was confirmed as the leakage was found. A channel was observed between the base of the cuff and the main tube. The probable cause of the issue was due to a welding error during manufacturing in tijuana. No further action was taken.